Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella 5.5 support, the patient developed a fever overnight. The patient was given two units of packed red blood cells due to drop in hemoglobin. Also, the patient had several bloody bowel movements. An abdominal computed tomography did not show a gastrointestinal (gi) bleed. The gi bleeding has been resolved. The patient was brought to the cardiovascular operating room for impella removal. The doctor exposed the axillary pocket and removed the impella without issue with surgical closure. The patient was transferred back in stable condition.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Major bleed: pt had several bloody bowel movements overnight. Abdominal CT did not show gi bleed. Fever: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1960408. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.